Event description:
The customer reported via phone call that their insulin pump is over delivering insulin as they keep getting lows. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer was going low even after correcting for lows with food. Troubleshooting was but did not resolve the issue. The insulin pump will be returned for analysis.